Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. On the field service engineer's follow-up visit, he modified the cell blank nozzle. He performed adjustments in the cuvette rinse and checked the basic and acid wash consumption. He cleaned the water reservoir. Repeatability tests were performed with successful results. The investigation excluded reagent issues. The investigation determined that the event was caused by component malfunction. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable results from an unspecified number of urine patient samples tested on the cobas 6000 c501 module. The reporter stated that they have been observing discrepant results and have been receiving complaints from doctors. The reporter was able to provide one patient sample with discrepant results: sample ID (B)(6). On (B)(6)2023, the initial result was 17.1 mg/dl. The repeat result was 5.2 mg/dl. The field service engineer (fse) inspected the module. He replaced and adjusted the sample probe, rinse tubes, and rinse valves. He also cleaned the incubator bath fill valve. He adjusted all of the probes. Calibrations and qcs were performed with successful results. The issue was not resolved. The field applications specialist (fas) reported a new patient sample with discrepant results: sample ID (B)(6). On (B)(6) 2023, the initial result was 19 mg/dl. The repeat result was 8.5 mg/dl.